Event description:
It was reported that the customer experienced an issue with their t:slim x2 pump battery not charging, accompanied by a power source alert. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.